Manufacturer narrative:
H.6. Investigation summary: the batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found that could be related to the defect presented by the sample received. The available sample was analyzed, and it was possible to confirm the foreign matter defect. The probable cause for the defect is related to the increase in temperatures for restart and startup of the process. After the mold is injected, temperatures are reestablished, and the first cycles are segregated. In this specific case there was a failure in this segregation, which made it possible to send non-conforming samples to the customer. H3 other text : see section h.10.

Event description:
It was reported that needle 21x1 ll eclipse had foreign matter in the safety shield. This was discovered before use. The following information was provided by the initial reporter: it was found one bd eclipse needle looking dirt. The dirt was identified in the safety shield. The product was not used. Additional information: the product is in the sealed package. The incident was noticed before the use. There was no damage to the patient/health professional. The foreign matter was found in the safety mechanism.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21x1 ll eclipse had foreign matter in the safety shield. This was discovered before use. The following information was provided by the initial reporter: it was found one bd eclipse needle looking dirt. The dirt was identified in the safety shield. The product was not used. Additional information: the product is in the sealed package. The incident was noticed before the use. There was no damage to the patient/health professional. The foreign matter was found in the safety mechanism.